Manufacturer narrative:
Unable to prime during prime test due to faulty forse sensor. Unit had cracked reservoir lip, scratched display window and missing end cap sticker.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the button error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.